Event description:
It was reported that the patient presented remotely via merlin.net transmission. It was noted to have alerts for high ventricular rate during atrial tachycardia/atrial fibrillation. The device was in back up vvi mode and no parameters were available for programming. No intervention was performed. No further information is available.